Manufacturer narrative:
(B)(4). Additional information has been requested from the account but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the clip closes and the machine does not open. It has inclusive led to a vessel damage.